Event description:
Additional information stated the patient had a revision surgery on (B)(6) 2013 and a new 5-6-5 lead was implanted with 2 injex bi-wing anchors. It was stated the patient was very good post-operatively. Reportedly, the patient had pain coverage in their left leg when they indicated 80 percent of their pain was. It was noted the patient also got some pain coverage in their right leg. It was stated the patient was scheduled to follow-up with their physician on (B)(6) 2013.

Manufacturer narrative:
Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4) (consumer) - it was reported the patient's device was turning "all the way up" on its own. It was not clear when this started to occur. It was noted that this was not related to position changes. (B)(6) 2013 - e1a (rep): it was reported that the patient is meeting with his healthcare provider and a manufacture representative in (B)(6) 2013.

Event description:
Additional information received reported that the patient had a x-ray done and there were no changes in the status of the lead. It was noted that no malfunction were seen and no cause of the issue was determined. It was also reported that the patient was scheduled for a lead revision in hope of receiving better coverage of his painful area in the legs.

Manufacturer narrative:
(B)(4).